Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The account found the side rail release mechanism on the side rail latch is broken. The account replaced the side rail center arm assembly to resolve the issue.